Event description:
Initial reporter indicated that the pt would be going into surgery to have their vns system repositioned. Reported "the pt's tie downs tore thru the fascia." The pt had surgery, and had their generator and lead repositioned and secured.